Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor position encoder error alarm and a motion sensor test failure alarm on the insulin pump. Customer stated that he went to rewind to get a new infusion set and received a motion sensor test failure alarm. Customer stated that the pump wouldn't do anything but then he pressed the act button and it restarted. Customer stated that he reset the time and date but the pump was still in the rewind mode. The pump then alarmed with the motor position encoder error alarm. Customer stated that the piston is not rewound all of the way down. Customer cannot complete the rewind in order to continue, so the displacement test failed. Customer stated that the drive support cap appears normal. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, or displacement tests or verify the motor position encoder error alarm due to the motion sensor test failure alarm. The pump passed the idle current and run current tests. The pump had minor scratches on the display window and a cracked reservoir tube lip.